Event description:
Per literature review, it was reported that one case of cardiac tamponade, one transient ischemic attack, and one transient st elevation occurred. This study included a total of 120 who had undergone de novo pulmonary vein isolations (pvi) with the pulse field ablation system. All patients were over 18 years old. 90 patients were part of the group that used a farawave ablation catheter, while 30 patients had used a non-boston scientific catheter. Acute pvi was achieved in all patients. Procedural times were significantly shorter in the cases with the farawave compared to the non bsc group. While the non-bsc catheter was associated with significantly shorter procedural time, the farawave catheter resulted in a greater extent of acute antral lva and myocardial injury levels. The following adverse events were observed with the farawave catheter cases, one case of cardiac tamponade, one transient ischemic attack, and one transient st elevation. The cardiac tamponade was successfully treated with percutaneous drainage. The st elevation occurred immediately after the transseptal puncture but before ablation and resolved spontaneously. One patient experienced diplopia following the procedure. Post-procedural CT imaging ruled out bleeding or occlusion of the supraarortic vessels, and symptoms fully resolved within hours. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.